Event description:
Lift sheet with a maximum capacity of 700 pounds was used to lift 424 pound patient. While lifting the patient up towards head of bed, the lift sheet ripped between the two middle loops.